Event description:
It was reported that the 95cm cerebase straight da guide sheath (gs9095sd / 31734708) ¿was kinked on 00 cm from the hub or tip when it was first opened.¿ there was no report of any negative impact on the patient. Additional information related to the procedure and reported device issue was not known. The complaint device was returned for evaluation and analysis. The product investigation completed 12-jun-2026. Based on the completed product investigation, this event has been determined to be usfda reportable under 21 cfr 803 with a classification of ¿malfunction.¿

Manufacturer narrative:
Manufacturer¿s ref. No:(B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 95cm cerebase straight da guide sheath was received folded-in and contained in decontamination pouch. Visual inspection was performed. A fracture was found at 34.2 cm from the distal end. However, the device was still connected by the internal braided wire. Additionally, the brite tip was compressed. The reported issue regarding the kinked condition is confirmed based on the damaged brite tip. The complaint documented that the device was already damaged when it was first opened; and this damage is suspected to be related to the manipulation exerted after unpacking the device. With the information available, there is no indication that the issues reported in the complaint result from a defect inherently related to the device. The fractured condition is suspected to have appeared during the post-operational handling of the device as it was not originally reported in the complaint; therefore, it is not considered related to the complaint. A review of manufacturing documentation associated with this lot (31734708) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. The instruction for use (IFU) contains the following precaution: ¿ do not use a catheter that has been damaged in any way. If damage is detected, replace it with another catheter that is not damaged. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.